Event description:
It was reported that a patient underwent an atrial fibrillation ablation which included a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced esophageal perforation that required surgical intervention. The patient was admitted for esophageal pain when swallowing. Imaging revealed an esophageal perforation that was determined to be caused by thermal damage. There was no communication with the atrium. The cardiothoracic (CT) surgery was consulted but they declined to perform surgery because the patient's religion does not allow them to accept blood products. They are still at the hospital at the time of the call, and they are trying to find another hospital that would consider doing surgery on the patient. Patient underwent the procedure at a different hospital than where they presented with symptoms. Patient was treated for the esophageal perforation at (B)(6) hospital.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).